Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73m1800443 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, in department of hepatobiliary surgery of (B)(6), (B)(6), the clip was broken after loading into the applier prior to the patient during laparoscopic hepatectomy. Successively 2 clips had the same issue. Changed to a new lot and it worked well. Involved 2 cartridges.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with the original packaging and lid stock. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with two broken clips and one intact clip remaining in it. The broken clips were manually removed from the cartridge. The clips were broken in half at the hinge. Only the pierced boss halves were returned. Functional inspection was performed on the returned intact clip in the cartridge. A lab inventory clip applier was used. The clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned intact clip in the cartridge. However, the sample was returned with two clips broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." "To load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." The clips were broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with two broken clips and one intact clip remaining in it. The clips were broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that (B)(6) 2020, in department of hepatobiliary surgery of sun yat-sen memorial hospital, sun yat-sen university, the clip was broken after loading into the applier prior to the patient during laparoscopic hepatectomy. Successively 2 clips had the same issue. Changed to a new lot and it worked well. Involved 2 cartridges.